Event description:
A medwatch uf/importer report number (B)(4) was received. The following information was received; in the operating room (o.r.) During surgery which required the o.r. Bed/table position changes, the bed "vibrated/shook" during the changes. At the end of the case, after the patient's mayfield fixation clamp was released from the mayfield universal base, the head and neck were being supported by the surgeons and the bed was being repositioned from trendelenberg to a supine position. The bed jolted and dropped approximately 6 inches down during this time. The hospital assistant noted a crack in the attachment adaptor between the swivel joint and the universal base. While cleaning the attachment, the entire adaptor broke off. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.